Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 006 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow up # 1 date of submission 7/29/2016 ¿ correction to report source: the correct report source is a foreign consumer.

Manufacturer narrative:
Follow up # 2 date of submission 7/29/2016 ¿ correction to type of reportable event: the type of event is a malfunction.

Manufacturer narrative:
Follow-up # 3 date of submission 9/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 9/02/2016 with the following findings: a review of the pump¿s black box data showed no evidence of cs 006 call service alarms; the pump¿s alarm history was blank. The cs 006 call service alarm is defined as an eeprom write failure (electrically erasable programmable read-only memory). During testing, the pump powered up to a hard ¿cs 006¿ alarm immediately therefore the investigation was able to duplicate the initial complaint about this alarm. It was also observed that the pump memory test revealed a bad lower eeprom u22 component. The pump¿s cover was removed and no intermittent conditions were found on the printed circuit board (pcb). The investigation could not be completed fully because of the cs 006 alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).